Event description:
It was reported that shaft break occurred. A 32 x 3.00 promus elite drug-eluting stent was selected for use. However, when the plastic was opened, the stent was cut into two. The procedure was completed successfully. No patient complications were reported.